Event description:
It was reported that during a da vinci-assisted right upper lobe pulmonary lobectomy surgical procedure, while stapling the pulmonary artery (pa) with an endowrist curved-tip stapler 30 instrument with a white reload a partial fire occurred. A small amount of bleeding occurred which resolved on its own. Additional tissue resection was required due to the event. There were no reports of tissue tension, bunching, pushing or dragging, the instruments jaws did not open or release during the firing sequence. There were no missing staples or gaps within the staple line. The surgeon did not staple over any clips or a prior staple line. Buttress material was not utilized. There were no errors messages produced during the event. The total blood loss for the procedure was 300 mls, no blood products were administered. The surgeon used a backup instrument for the remainder of the procedure, the procedure was completed robotically without any further complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the stapler reload for failure analysis investigations. A review of the advanced technical log for the curved-tip stapler 30 associated with this event showed the endowrist 30 curved-tip stapler was installed on the system 6x and fired 4 reloads (2 white, 2 green, in that order). On installs 1, and 3, no clamping or firing was attempted. On installs 2, 4, and 5, the first clamps were successful, and the firings were each completed without error. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~49% completion, and logs showed an error, representing the failure. The instrument was then removed and not used in the procedure again. An isi field service engineer (fse) performed carriage strength test, as well as carriage friction 1-4 and carriage friction 5 tests - all of which passed. The fse then successfully performed test drive with vessel sealer and could not replicate any engagement errors. While reviewing logs, the fse noted a stapler failure on usm4 and engagement error on usms 1 and 3. While the fse was on site waiting for room to open, it was learned that staff had not been lubricating key points of instrument and could be the cause for instrument failures. The fse was unable to reproduce the reported problem. The system was tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis confirmed but did not replicate the reported event. The reload was not received. Failure analysis found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test sheet using two in-house green reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the instrument was found to have a lodged staple in the instrument jaws. Visual inspection confirms there are 1 lodged staple in the instrument jaws. The staple was removed from the jaws. The instrument fired successfully twice using two green 30 reloads.